Event description:
Pt reported beeping pump. Pt said it beeped saying occlusion but she checked and nothing was clamped. There were no kinks, so she disconnected, cleaned, and put it back in the port and it's been working just fine without issues. Product fault occurred while in use. No adverse events reported. No medical intervention required. Device is not being replaced as issue was resolved with troubleshooting. Patient has a backup device if needed. Patient was able to successfully continue their infusion. Infusion is life-sustaining. Outcome of the event is resolved. No missed doses. Pump serial number is unknown. No further information provided.